Event description:
It was reported that (1) cdh33 was used during a radical cystectomy procedure. It was reported by the rep that the circular cutter fired normally and produced two excellent donuts. However, on removal the anvil dislodged and remain inside pt. Surgeon retrieved it by hand. There was no consequence to pt.